Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the transmitter and the pump were being obstructed by the customer's body. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. No additional patient information was available.